Event description:
Healthcare professional reported left side capsular contracture, baker grade IV with pain. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV with pain. Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional data: d.4., d.9, h.3., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Breast pain: unable to observe. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.